Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the software appears to be working as designed. Logs and archive were reviewed. User touched 6 out of 9 fiducial points but only matched 3 points. User touched a fiducial on the patient that was not auto-detected. During in-house investigation, defining this image point results in a successful registration with 2 green, 2 yellow and 2 red points and registration accuracy of 4.0mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was unable to get a passing registration during the case. The image was taken with 11 fiducials, and of the 11 fiducials only 9 had blue dots in them for touch registration. The surgeon tried registering with the 9 fiducials 3 times but was unable to get a passing registration. The surgeon chose to abort the use of navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, (software version: 1.1.0). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.